Event description:
During an ercp procedue, the physician used a wilson-cook memory soft wire basket and a soehendra lithotriptor cable to crush and remove a biliary stone from the biliary duct. Prior to performing endoscopic mechanical lithotripsy, the outer sheath was kept on the extraction device. When lithotripsy was performed, the stone became impacted in the basket and was unable to be removed. The basket and impacted stone were removed from the pt via surgery. An estimated fifteen other biliary stones were surgically removed. The pt was reported to be in stable condition.